Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the intended post-operative refractive outcome was -0.05 d and their post-operative outcome is -5.25 d. The pre and post-operative biometry was provided to rayner for review. A review was performed by rayner's optics team and it was concluded that the refractive outcome was most consistent with a +31.0d lens. A comprehensive review of all batches going through manufacture at the same time as the subject rayone aspheric rao600c +22.5 d batch 021164466 was performed by rayner. While the review identified that batches of +31.0 d were going through manufacture at the same time as the subject rao600c +22.5 d batch, a review of each cleanroom operation shows that equivalent operations were performed in separate areas and by separate technicians. When operations were performed by the same technician, they were performed at least 24 hours apart with full reconciliation and line clearance checks completed successfully without incident. Our review has identified no mechanism by which a possible lens cross-over could have occurred during manufacture. The device is not available for return to rayner. The rayone aspheric rao600c iol remains implanted. A review of our vigilance data confirms that this is an isolated incident. All lenses from this batch have been sold and no other incidents, of any type, have been received against the rayone aspheric rao600c batch 021164466. There is no evidence of a device-related cause for the refractive outcome in this case. The refractive outcome is unexplained. "Deviation in target refraction" is listed in the "adverse events" section of rayner ifus.

Event description:
On 22nd march 2022, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that the intended post-operative refractive outcome was -0.05 d and their post-operative outcome is -5.25 d.